Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for a pocket revision on their implantable cardioverter-defibrillator (ICD) due to a hematoma. During the procedure on (B)(6) 2021, the left ventricular (lv) lead had high impedance but when tested with the pacing system analyzer (psa) it showed normal values. It was noted there was fluid build up in the lv port so the ICD was extracted and replaced. Post-procedure the patient was stable.